Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began in august. The patient reported repeatedly obtaining a blood glucose reading of 165mg/dl on the subject meter. The patient alleged that obtaining the same reading several times was incorrect. The patient manages their diabetes with a combination of medication, including glyburide. The patient reported decreasing their food/drink consumption in response to the alleged issue. The patient reported developing symptoms of shaking, nervousness and nauseated. The patient reported visiting their doctor's office where they were treated with 100mg of januvia. The patient reported testing their blood glucose on a doctor/clinic meter and obtained a reading of 115 or 122mg/dl. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms and received hcp treatment after the alleged issue began.